Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("in a lot of pain") and somnolence ("sleeping most of the day"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, procedural pain and somnolence outcome was unknown. The reporter considered medical device removal, procedural pain and somnolence to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, procedural pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("in a lot of pain") and somnolence ("sleeping most of the day"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, procedural pain and somnolence outcome was unknown. The reporter considered medical device removal, procedural pain and somnolence to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, procedural pain amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # us-bayer-2015-446398 to which all information was transferred, then this duplicate record # us-bayer-2019-196881will be deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.